Manufacturer narrative:
Patient identifier and age/dob were not available on the date of filing. No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported that intra/peri-operatively during the select patient/acquire exams task of a fess procedure the CT images were reversed. This was corrected on site by the manufacturer representative. There was no reported impact on patient outcome.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that this was a known issue and that the images would initially appear reversed but when moving forward would correct themselves. In this event the rep was in another room when the surgeon encountered the initial reversed images. The surgeon reversed the images on the initial screen so then when moving forward it was reversed. The rep was able to correct the issue and move on.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that there was a slight delay reversing the images, otherwise there was no impact to the patient. It was noted that reversing of the CT images was known to occur when in the initial screen just after loading the scans. As they advanced the images corrected. This was confusing to the physicians at the beginning of the case, but there was no issue once they got further into the software.

Manufacturer narrative:
Additional information: a software analysis was initiated to determine the probable cause of the issue through archive/image analysis. Analysis found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: patient identifier received. Additional procedure delay information received. If information is provided in the future, a supplemental report will be issued.

Event description:
There was a reported 3 minute delay to the procedure as a result of this issue.